Manufacturer narrative:
Block b3. The event date is an approximate. The exact event date was not provided by the complainant. Block d4, h4. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6. Device code a150101 is being used to capture the reportable events of cinch failure to deploy. Imdrf code f2301 is being used to capture the reportable event of additional device required. Device evaluation. Block h11. The device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, however response was not received. A risk review of the suturing cinch was completed and confirmed that the event of cinch failure to deploy, device use of device issue user error and additional device required were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. A labeling review was performed. The IFU contains detailed device information and instructions for the device use. There is no evidence the device was improperly used per the IFU, and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. Based on all gathered information, there is not enough evidence to determine whether the cinch failure to deploy and device use of device issue user error were due to the physician's technique during the procedure or was related to a device malfunction. For the event additional device required, it happened during the procedure, and the most probable cause of this reported issue cannot be established due to lack of evidence. Without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. Also, the evidence from the product record review did not identify a potential product quality issue or new patient harm. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of cause not established.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used in the stomach during an endoscopic sleeve gastroplasty (esg) procedure on an unknown date. During the procedure, the cinch failed to deploy as intended. The suture was cut using ensizor scissors. A second suture cinch was then attempted; however, it also failed to deploy. The suture was again cut, and the physician repeated the suturing sequence using a new suture. The procedure was successfully completed with a new overstitch suture cinch and suture. According to the complainant there was a use error when using the overstitch suture cinch devices. Despite efforts boston scientific has been unable to clarify the nature of the use error to date. There was no patient complications reported as a result of this event. Note: this is the second of two overstitch suture cinches used in the same procedure.

Manufacturer narrative:
Block b3: the event date is an approximate. The exact event date was not provided by the complainant. Block d4, h4: detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6: device code a150101 is being used to capture the reportable events of cinch failure to deploy. Imdrf code f2301 is being used to capture the reportable event of additional device required. Correction: block h2: block b1,b2 and h1 updated.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used in the stomach during an endoscopic sleeve gastroplasty (esg) procedure on an unknown date. During the procedure, the cinch failed to deploy as intended. The suture was cut using ensizor scissors. A second suture cinch was then attempted; however, it also failed to deploy. The suture was again cut, and the physician repeated the suturing sequence using a new suture. The procedure was successfully completed with a new overstitch suture cinch and suture. According to the complainant there was a use error when using the overstitch suture cinch devices. Despite efforts boston scientific has been unable to clarify the nature of the use error to date. There was no patient complications reported as a result of this event. Note: this is the second of two overstitch suture cinches used in the same procedure.

Manufacturer narrative:
Block b3 the event date is an approximate. The exact event date was not provided by the complainant. Block d4, h4 detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. Block h6 device code a150101 is being used to capture the reportable events of cinch failure to deploy. Imdrf code f2301 is being used to capture the reportable event of additional device required.

Event description:
It was reported to boston scientific corporation that an overstitch suture cinch was used in the stomach during an endoscopic sleeve gastroplasty (esg) procedure on an unknown date. During the procedure, the cinch failed to deploy as intended. The suture was cut using ensizor scissors. A second suture cinch was then attempted; however, it also failed to deploy. The suture was again cut, and the physician repeated the suturing sequence using a new suture. The procedure was successfully completed with a new overstitch suture cinch and suture. According to the complainant there was a use error when using the overstitch suture cinch devices. Despite efforts boston scientific has been unable to clarify the nature of the use error to date. There was no patient complications reported as a result of this event. Note: this is the second of two overstitch suture cinches used in the same procedure.